Manufacturer narrative:
Other, other text: one reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting it to a cadd-solis vip. No alarm sounded. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm when medication cassette was attached to pump. It was reported that the customer replaced the cassette with another one and no alarm sounded. No patient injury reported.